Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on(B)(6)2021. The device evaluation was completed on (B)(6)2021. It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was observed that when trying to insert the sheath into the patient¿s body, there was a ¿hole¿ in the hemostatic valve on the sheath. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The hemostatic valve did not break into pieces nor detached from the sheath. The sheath was not being used on the patient. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. It was observed that when trying to insert the sheath into the patient¿s body, there was a ¿hole¿ in the hemostatic valve on the sheath. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The hemostatic valve did not break into pieces nor detached from the sheath. The sheath was not being used on the patient. The event was assessed as a MDR reportable hemostatic valve separation issue.